Manufacturer narrative:
As no product return is expected, our investigation is complete. Should additional information become available, our investigation will be updated.

Manufacturer narrative:
According to available information this lead remains implanted and in service. Should additional information become available this event will be updated.

Event description:
Additional information was received that a revision procedure was performed and this right atrial lead was surgically abandoned and replaced with a non boston scientific lead.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed increased pacing threshold. The sensing and shock impedance were constant. The patient underwent a chest x-ray and the lead appears to be dislodged. The device was reprogrammed and a repositioning procedure was scheduled. No adverse patient effects were reported.